Event description:
The customer reported a clear fluid leak of approximately 1 drop per 10-20 seconds from the manual probe on a coulter lh 780 hematology analyzer during routine operation. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. Quality control (qc) results were within specification on the date of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer found a leak under the blood sampling valve, bsv. The customer cut the ends of the tubing at the bsv, where buildup was observed, and reattached the tubing to the bsv fittings, which fixed the leak. The service visit was canceled at the customer's request. (B)(4).